Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product final analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead had dislodged. Chest x-ray was performed previously and confirmed the lead had dislodged. The lead also exhibited loss of capture. The lead was explanted and replaced. During explant procedure, the implantable cardioverter defibrillator was explanted and replaced due to battery advisory. The patient was asymptomatic throughout the event and was in stable condition post operation.